Event description:
It was reported the patient did not have trouble with the pump until the end; ¿it was not really working.¿ the patient did not notice the issue and was doing fine. The patient had other health issues, so the issue was not taken care of right away. It was not until the pump was replaced that it was determined that very little medication was getting to the patient. It was also stated at the time of replacement, the pump was 7 days past the hard stop date (end of service). The pump was used to deliver fentanyl, clonidine, and baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).